Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface, mcu board, and orbital potentiometer were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had contact error and motion detected error and the remote user interface joystick would not work. No patient injury was reported.